Event description:
It was initially reported that the patient had a loss of therapeutic effect and had been having problems for a while. It was also initially reported the patient had a loss of bladder control and she was leaking, which had been occurring for the past few months. It was noted that the patient could not feel any stimulation and had not spoken to her health care professional yet. The patient had been hospitalized since (B)(6) 2010, had had three surgeries on her hip, and just got home in (B)(6) 2012. The patient was having pain from her sciatic nerve from her left knew to her left foot, and she has no feeling in her left foot. Subsequent information received reported that the patient had a return of symptoms since surgeries this past september and had gotten worse since about three months ago. It was also noted that the patient's device was off and at 4.5 volts. The patient turned the device amplitude down and then turned device on and the patient then turned up the device to 4.7 volts an encountered parameter limit. Additional information had been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v466495, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).